Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
It was reported that the ventilator would not power up. Reportedly, the unit has been sitting dormant for a while in a closet and has been unplugged the whole time with the battery connected. The unit will not power up with the battery disconnected. There was no patient involvement. The customer troubleshot with technical support and the unit began to start up then shut down. The customer reportedly replaced the power supply and harness to correct the power issues. However, now at times the blower will run and at times it will not. The customer reports at times that the blower starts to ramp up and then stops. The customer was advised to replace the blower and blower motor controller.

Manufacturer narrative:
G4: 09apr2020 b4: (B)(6)2020. The customer reported that replacing the power supply, blower, and blower motor controller corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020. A blower assembly was return for analysis. As of 02/28/2011, this product is no longer manufactured. The blower is normally replaced after 12,500 hours (nominally 3.6 years) of use. No further testing was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.